Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose (bg) level was 580 mg/dl with ketones. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with fluids of saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Customer primed the tubing to address the issue.